Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.